Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. There was no physical damage observed during a visual inspection. The instrument was fully functional. The instrument rotated as expected and passed intuitive motion. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction irrigator instrument would not articulate. The surgeon had no control of it from the robot. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.